Manufacturer narrative:
The employee sought medical treatment due to the reported event. A steris territory manager arrived onsite following the reported event. The territory manager observed user facility personnel use and handling of the prolystica 2x concentrate enzymatic presoak and cleaner and saw that the employees were not wearing proper ppe. Contrary to the steris territory managers observation, the facility's manager stated that the employee was wearing proper ppe during the time of the reported event. The steris territory manager observed that the gloves available for employee use did not reach above the wrists. The user facility's sterile processing manager implemented the use of 24 inch safety gloves and long sleeve gowns to be worn during use and handling of prolystica 2x concentrate enzymatic presoak and cleaner. The steris territory manager performed in-service training on the proper use and handling of prolystica 2x concentrate enzymatic presoak and cleaner and the importance of wearing proper ppe. The user facility confirmed that they have a copy of the prolystica 2x concentrate enzymatic presoak and cleaner safety data sheet (sds). The sds states: wear protective gloves/protective clothing/eye protection/face protection. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn following use and handling of prolystica 2x concentrate enzymatic presoak and cleaner.